Event description:
It was reported by surgeon that patient underwent primary hip surgery on an unknown date. Following surgery, surgeon indicated the patient has symptoms that may be associated with elevated metal ion levels. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, implant date - unknown, device manufacture date - unknown.

Manufacturer narrative:
Additional information received on july 30 indicated the surgeon stated that blood analysis were made prior to the implantation of the biomet prosthesis and the levels were already positive. Therefore, the surgeon considers there to be no problem with the biomet recap implants and is performing a revision surgery to replace the other hip implants not manufactured by biomet.